Manufacturer narrative:
Occupation is lay user/patient. The customer¿s product was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 5:48 p.m. The meter result was 7.0 inr and at 6:30 p.m. The laboratory result was 4.85 inr. At 8:04 p.m. Using the same fingerprick, the meter result was 7.5 inr. The patient's dose was changed based on the laboratory result. The patients therapeutic range is 2.0-3.0 inr and tests 1 per week.

Manufacturer narrative:
The customer¿s meter was provided for investigation where they were tested using master lot strips and retention controls. Testing results (qc range = 2.9 - 4.5 inr): qc 1: 3.4 inr, qc 2: 3.4 inr, qc 3: 3.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Customer states they used the same finger for both meter tests. For a second measurement a new puncture of a different finger is mandatory. The alleged second result of 7.5 inr was not observed in the meter patient result memory, but a result of 7.4 inr was observed.